Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention and returned product for the reported lot number. Retention and returned devices were tested with qc hcg cut-off standard (25 miu/ml) and clinical negative urine. Results were read at 3 minutes. All devices tested with qc cut-off standard produced expected positive results. All devices tested with clinical negative urine produced expected negative results. The products performed as expected. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any abnormalities. The reported complaint of inaccurate results was not replicated. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
Inaccurate results on the hcg urine cassette. Although requested, no other information has been received.